Event description:
It was reported that guidewire entrapment occurred. The chronic total occluded (cto) target lesion was located in the moderately calcified superficial femoral artery (sfa). A 2.4mm jetstream xc and a 014 non-boston scientific guidewire were selected for use. During the first pass, the catheter stuck on the guidewire and was unable to be removed with the pinch pull method. The catheter and the guidewire were removed as one unit from the patient. The guidewire was changed out and the catheter was flushed. The catheter was loaded onto the new guidewire; however, the catheter would not advance. The first catheter was removed from the guidewire and a second jetstream was used to complete the procedure without issue. There were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination revealed multiple kinks to the sheath. Microscopic examination revealed no additional damages. Device to device interaction test was performed by inserting a test guidewire into the device. The guidewire could not pass a section at the kinked spot. The device was inserted from the opposite end and the guidewire appeared to stop at the same location. The device was x-ray, and it was found that the guidewire lumen is damaged at that spot. Inspection of the remainder of the device presented no other damage or irregularities.